Event description:
Potential error can result from mix up of heparin flushed and new packaging for calcium chloride. Additionally, the boxes are remarkably similar. Be careful when restocking flushes to the floors and setting up crash carts. (B)(4).